Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure foot brake was not working properly. Upon functional test fse found fluoroscopy button did not work but the exposure button worked normally. Fse replace the biplane footswitch and route the cable to solve the issue. After replace the biplane footswitch, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy button on the footswitch was not working. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.